Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.

Event description:
The customer reported that their acuity system was rebooting itself over and over again with a corefile generated each time. The customer replaced the serial converter for chain1 and the message panel operation returned to normal and the acuity reboots stopped. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.